Event description:
During a surgical procedure, a piece of the lever on the cutting forceps fell into the pt's bladder. The surgeon was able to flush the piece out of the pt. The piece was discarded, but the device is being returned for evaluation. There was no pt harm.

Manufacturer narrative:
The link arm of the cutting forceps is broken and sheared off and the metal is jagged. The tip is bent around the links. The tubes are slightly bent. The damage is consistent with use of excessive force to the unit.